Event description:
The sections of breast tissue excised showed chronic inflammation fat necrosis, fibrosis, and a multinucleated foreign body giant cell reaction focally associated with identifiable suture material.